Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2014, the reporter contacted animas and alleged the following: the patient had a blood glucose reading 'high' (>500 mg/dl) and went to the emergency room on (B)(6) 2014. Reporter declined to troubleshoot pump, stating patient had recently lost a family member who assisted her with the pump. The patient continues on pump therapy. Customer support concluded the bg excursion was related to a training/misuse issue. This complaint is being reported because the patient experienced hyperglycemia on pump therapy and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 05/20/214. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2014 with the following findings: no defect found. Unable to duplicate the complaint. The last basal delivery and the last bolus were on 04/13/2014. The tdd¿s prior to the event date april 03, 2014 add up correctly and reflect the users programmed basal rate. No suspends observed on complaint date. No alarms associated to the complaint observed in alarm history; only typical usage observed. A delivery accuracy test was successfully completed pump found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.